Manufacturer narrative:
The reported event helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. An x-ray inspection revealed the inner coil was over torqued at the connector region consistent with procedural damage. An x-ray examination of the helix mechanism revealed no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to blood and tissue in the helix region and over torque of the inner coil.

Event description:
It was reported that the helix of the right ventricular (rv) lead was extended when it was removed from the packaging. Additionally, the helix extended spontaneously during the implant procedure. The rv lead was removed and a new lead was implanted to resolve the event. The patient was in stable condition.